Event description:
It was reported that while transferring a 450-500 lb pt, the pts buttocks allegedly became caught on the edge of the mattress and caused it to roll up underneath the pt. One of the attendants allegedly sustained a ruptured disc trying to support the pt while his partner unrolled the mattress from under the pt.